Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The problem was resolved, though the surgeon is continuing to administer the steroid eye drops from the initial icl surgery. The lens remains implanted.

Manufacturer narrative:
Claim # (B)(4).